Event description:
It was reported that the user experienced low glucose episodes around lunchtime while using the pump after increasing exercise, and they requested goal adjustments; troubleshooting and education were provided, oral glucose was used for treatment, and the user was advised to consult their clinician regarding exercise and glucose targets. Symptoms included hypoglycemia with dizziness and hot flashes/flushes, and the user also reported blurry vision. Outcomes included serious injury/illness/impairment and unexpected medical intervention where medication was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding any device component, and the medical device problem remained insufficiently characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.